Event description:
The pt received his scs system on (B)(6) 2008. It was reported that the lead contacts 1-8 were exhibiting invalid impedance readings. Reprogramming efforts have been unsuccessful. The pt was not receiving effective stimulation as a result. X-rays did not identify a problem with the lead. Follow up on the pt found no further issues reported at this time.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.